Event description:
It was reported that the patient presented for follow up with episodes of non-sustained right ventricular over-sensing recorded by the implantable cardioverter defibrillator. The episodes were caused by post- paced t wave over-sensing. No interventions were reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.